Event description:
The "lumiscope wrist blood pressure monitor" was purchased in 10/97 to monitor husband's blood pressure. Monitor gave very high readings. Md prescribed medication to lower husband's blood pressure, but monitor indicated it was still very high. Eventually, husband took monitor with him to cardiologist's office and found the machine was 30-50 points high on the systolic measurement and 10-20 points off on diastolic. They returned machine to MFR. Replacement monitor has the same problem. Rptr is concerned that the inaccurate readings of these machines may cause patients to be prescribed medication that is unnecessary or increases their medical risk.